Event description:
Customer reported an altitude alarm on pump that affected blood glucose levels, displaying as "high." No specific blood glucose value was provided. Customer administered a correction injection using multiple daily injections (mdi) and did not require third-party assistance. Technical support instructed the customer to clean the pump's speaker holes and attempt reconnection of the cartridge. Initial attempts to resume insulin were unsuccessful, but upon loading a new cartridge, the pump resumed normal operation without further alarms, indicating the original cartridge did not vent properly.